Manufacturer narrative:
The reported observation ¿no generator listed¿ was not confirmed. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date. It was noted the device MRI mode had been enabled and remained in MRI mode. Once MRI mode was disabled during analysis, the device exhibited normal functionality which included communication testing with a clinician programmer. No programmer logs were returned from the field for review. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. Troubleshooting performed to no prevail. Surgery may take place later.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.